Event description:
Report rec'd from the hosp indicated that a pediatric pt with an external drainage set had been draining approximately 50cc of csf every 2 hrs; the system has been in use for 2 to 4 days; then the pt became lethargic and symptomatic for increased intracranial pressure when drainage suddenly stopped. Csf was manually drawn from the shunt reservoir to relieve pressure and the system was replaced. Csf began to flow easily at the same rate as previously. The initial reporter suspects a device failure.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: an external drainage set without the original packaging was received. The saphire ball was "stuck" in open position in the middle of the check valve assembly. Yellowish stains were observed on the outside of the four-way stopcock. This stopcock was damaged by mechanical action with an instrument. The inside of the set was returned in a clean condition (no sign of product being used). Functional testing: before decontamination, the set was functionally tested for patency, and no obstruction was noted. As soon as the ball was in contact with water it became free and rolled in normal position. Stopcock is functional. Conclusion: the set as received was functional. The available info do not allow us to determine the exact cause of the problem.